Event description:
It was reported that there were many false asystole episodes recorded by the implantable cardiac monitor and it also detects noise and records fast rates. It was also reported that the 'r waves were huge.' The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.